Event description:
It was reported that the insulin pump was delivering too much insulin. No further information was provided.

Manufacturer narrative:
Unable to prime during prime alarm test due to prime alarm during basic occlusion test due to loose drive support disk. Unable to perform occlusion and excessive no delivery alarm test due to prime anomaly. Unable to confirm delivery anomaly due to prime alarms. Missing end cap sticker, cracked belt clip slot and scratched display window noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.